Event description:
It was reported that during pci/stenting treatment procedure, the balloon of the express2 monorail conronary stent delivery system ruptured at seven atms on the first inflation. The patient was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the left circumflex coronary artery. The physician used a 6 fr, 16 cm kawasumi introducer sheath for vascular access, a 6 fr mach 1 fl3.5 guide catheter and a universal guide wire to cross the lesion. It is noted that pre-dilatation was not performed, and resistance was met upon advancement of the express2 stent system across the lesion. This resulted in the physician pulling the stent back to position it at the proximal part of the lesion. The express2 balloon was inflated to seven atms and the stent was deployed sucessfully. Upon deflation, the physician noted blood in the inflation device. The express2 monorail stent delivery system was removed from the patient, and no resistance was noted. When checked outside the patient, the balloon rupture was detected. A quantum maverick 12x3.5 mm balloon was used to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good'.